Event description:
The device was returned for service unrelated to the reportable event. During the final testing, it was discovered the raas (remote alarm/alarm silence) option did not function when the device was in an alarm condition. There was no patient involvement, malfunction identified while on technician's bench.